Event description:
The consumer reported their thermometer was giving false negative readings on child. The device allegedly read 10-11 degrees fahrenheit lower than the child's actual temperature. The child was seen in the ER, and a fever was confirmed. There were no complications from this incident, and the pt is doing fine now.

Manufacturer narrative:
The readings were within the 0.2 degree f tolerance for accuracy. These are passing results. The alleged malfunction could not be duplicated in testing, and there were no defects found in the returned product.